Event description:
Consumer does not trust readings from their meter, upset with the variations. Analysis run on clark error grid using mean average reading (50) as ref. Point vs. Bd readings (25, 75) yielded data points in the e/c range of the grid, outside acceptable limits.